Event description:
It was reported by the affiliate that the (1) ae314 device was used during a laparoscopic cholesystectomy procedure. It was reported that the clips could be closed and locked but would not release the clips after closure. The clips also dropped out during application. There was no consequence to the patient.